Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. T3 on the defibrillation board failed during pulse delivery causing insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator board to short and multiple components on the defibrillator and computer/analog pcas to become thermally damaged. The root cause for the t3 failure could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (treatment event) was investigated. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Due to the damage to the monitor, no device data is available after 00:43:48 on 04/03/2016. There is no death or serious injury associated with the reported treatment. There is no indication that the monitor malfunction caused or contributed to reported treatment.

Event description:
A us distributor contacted zoll to report that a patient stated she received a treatment on (B)(6) 2016. The patient stated she was conscious and walking into the kitchen at the time of the event. The patient stated she pressed the response buttons prior to the event. Following the treatment, the patient's monitor was unable to power on or send a download. The last available device download is from (B)(6) 2016 which indicates the last declared rhythm was a non-treatable rhythm at 17:31:38. The patient did not seek medical attention following the reported treatment and continued to wear the lifevest.